Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a faulty mini tray. The field service engineer assisted customer with drawer recovery to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. It was unable to recover. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.